Event description:
Consumer indicated she had difficulty engaging the applicator and the clear plastic telescopic piece was inserted inside her along with the tampon. Also, upon removal of the tampon, the tampon came apart and pieces remained inside her.

Manufacturer narrative:
Device history record could not be reviewed as a lot code was not provided. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for eval at the time of this report.